Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) iabp auto shutdown as user reported. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The engineer checked the machine. The machine could not start up after switching the on/off switch to on. Power supply was replaced to troubleshoot the problem but still the machine could not be switched on and further troubleshooting required. The solenoid driver board was replaced to troubleshoot the problem and the machine could start up and run properly after replacement. The fse confirmed original solenoid driver board defective and pending to replace a new solenoid driver board. The solenoid driver board replaced and the machine could start up properly. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The failure analysis and testing dept. Received exch pcb,solenoid driver with a reported unit failure of the iabp not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. Fat was able to replicate the reported issue of the iabp not powering on. This board is obsolete and cannot be sent to the supplier for failure analysis. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The defective components were received for further investigation. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.